Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the right atrial (ra) lead channel as well as low amplitude. Technical services (ts) was consulted and upon review it was noted that the oversensing was blanked and that all lead parameters were within range. No adverse patient effects were reported. This device remains in service.